Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-11-22. H.6. Investigation summary: bd did receive 2 photographs from the customer in support of this complaint. The photographs were evaluated and show a low draw volume level in the tube. Additionally 30 samples were received from the customer in support of this complaint. 20 returned and 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 40 tubes drew within specification. The complaint has been confirmed due to the photographs provided; however, the issue could not be duplicated with the customer sample or retention sample testing analysis. The complaint has been confirmed due to the photographs provided. Although photographs provided by the customer do indicate a lack of draw, there is no evidence that the device was the cause of this defect. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes do not fill properly. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: "tubes do not fill properly. Signal needle in use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes do not fill properly. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: "tubes do not fill properly. Signal needle in use."